Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid around the helix. The helix was also noted to be stretched-out and deformed. Correction to field d6: implant date and explant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted as it broke. This lead was also noted to have exhibited helix extension and retraction issues. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted as it broke. This lead was also noted to have exhibited helix extension and retraction issues. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to field d6: implant date and explant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted as it broke. This lead was also noted to have exhibited helix extension and retraction issues. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.